Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced four inappropriate shocks. It was determined that the right ventricular (rv) lead exhibited oversensing resulting from a suspected lead fracture. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.